Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus confirmed that the culture examination could not be conducted at a third-party organization. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, olympus was not able to conduct a third-party testing. The following is included in the device IFU: gf-ue190 has an instruction manual for cleaning, and reprocessing method is described in the instruction manual for cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for <10 colony forming units (cfus) of streptococcus mitis group. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.